Event description:
It was reported that there was a revision surgery for broken rods. During the revision the tip of driver broke while removing set screw/locking cap. No pieces were left in patient.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that there was a revision surgery for broken rods. During the revision the tip of driver broke while removing set screw/locking cap. No pieces were left in patient.

Manufacturer narrative:
Inspection of the instrument could not be completed as the driver was not returned. There were no images returned to confirm the incident. Due to timing of the complaint, the sales representative could not be contacted for additional information. Supplemental information may be added should the part/more information be returned. The observed risk level is within expected risk. The following sections were updated for this supplemental report: b4, g2, g6, h2, h6, h10.